Event description:
It was reported that the patient presented to the hospital for a device pack change procedure. During surgery, the terminal pin of the right ventricular (RV) lead was found to be stiff, fractured, and brown due to calcification and Internal wires were visible. The physician repaired the RV lead during the procedure. There were no patient consequences.

Manufacturer narrative:
D4 - Primary Unique Device Identification (UDI) Number cannot be provided as a product identifier could not be obtained.